Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that there was a no device found message and the recharger was scrapped after failing at plexus and bench testing. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The pt kept getting an error message of "call manufacturer". Pt stated that they have to do 5-6 controller resets to resolve this. Pt stated that they were previously getting "no device found" and were told to take the lithium battery pack out to do a controller reset. Pt initially reported that they were seeing a "system problem" screen. Pt stated the error appeared prior to calling pss today, and noted they were attempting to recharge the ins. Pt stated the screen changed from checking the recharger to software problem (1- intellis 2- 3.0 3- 243 4-qf_port). Pss reviewed the controller screens with the pt but the issue was not resolved. An email was sent to the repair department to replace the device. Additional information was received from a patient (pt) regarding an external device. The reason for call was pt said they had their controller replaced and everything was working fine but they are now receiving error messages on their controller again when they recharge (pt did explain further regarding what the error messages said and did not have equipment with them). Pt mentioned they only see the error message when trying to recharge their ins. Pt said they do notice that the recharger (rtm) and controller will get hot when recharging and the recharge quality does not say good or excellent. A replacement rtm was sent out. No symptoms were reported.